Event description:
As reported, on (B)(6) surgeon brought a male patient aged 63 back for a revision surgery. The index procedure was done sometime in 2018. The patient presented with pain and feeling unstable. The 42mm 2.5mm constrained implant was disengaged and floating loosely in the joint. Sales rep was unable to get a serial number. Surgeon also removed the 0mm tray. The tray was replaced with a 5mm tray and the liner was replaced with a +0 constrained liner. The patient appear to do well with the surgery. Image received. The devices are not available for evaluation.

Manufacturer narrative:
Section d6a: implant date - patient original tsa implant was done in 2018 - not exact date available. Section d10: concomitant product: eq rvs hum adptr plt +0 (cat# 320-110-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6a/d6b, h4, g3/g4, h6 MDR section codes updated/corrected: a, b, d, e. The revision reported may have been due to disassembly, prosthesis wear, migration, and/or instability. However, the reported disassembly, migration, and instability could not be confirmed. Additionally, potential contributions of user and patient-related considerations, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.